Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. The patient reported a history of insulin use that was subsequently discontinued. She stated that this change resulted in difficulty making appropriate treatment decisions for managing her glucose levels. During the same call, the patient referenced a prior hospitalization that reportedly occurred approximately two years ago ((B)(6) 2024), during which she experienced loss of consciousness (loc). She confirmed that she was wearing a dexcom cgm sensor at the time of that historical event but declined to provide additional details, including the circumstances surrounding the hospitalization, associated symptoms, or medical treatment received. No specific cgm readings or fingerstick blood glucose (fsbg) values were provided for that event. The patient described her glucose levels as fluctuating, stating they were ¿sometimes high and sometimes low,¿ but did not provide specific values. The primary reason for the current call was to discuss cgm accuracy and reliability. During this discussion, the patient again referenced the prior hospitalization but declined to clarify whether hypoglycemia or hyperglycemia was involved. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.